Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional of a clinical study reported there was a device performance issue. The patient had complained of not receiving benefit from therapy. Intervention included explant/replacement of the lead on (B)(6) 2016. The outcome was resolved without sequelae. This was related to the device/therapy and possibly related to the implant procedure; right and left ventral intermediate leads.

Manufacturer narrative:
Concomtiant medical products: product ID 3387s-40, lot# va11bew, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va11bew, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient had a lack of therapeutic benefit and the deep brain stimulator (dbs) lead was removed and replaced bilaterally. The patient was originally implanted with bilateral ventral intermediate nucleus (vim) leads. After multiple programming attempts by the neurologist, the patient didn't receive adequate benefit. It was unknown if the issue was resolved at the time of report. It was further clarified that the initial leads were placed bilateral vim and the new leads that were implanted were placed bilateral subthalamic nucleus (stn). They didn't know the causes of the lack of efficacy of the initial leads. The neurologist was present for the surgery and they tested intra-operatively which appeared to show improvement of the patient's symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via a healthcare professional from a clinical study updated device diagnosis from "device performance issue" to "high impedance."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3387s-40, lot# va11bew, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead; product ID 3387s-40, lot# va11bew, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and possibly related to the implant procedure; the leads were noted. It was also clarified that the device diagnosis was "high impedance" while the clinical diagnosis was "no therapeutic response". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturing representative (rep) indicated the cause of the high impedance had not been determined.